Event description:
The product was used during a total gastrectomy procedure. Reportedly, difficulty was experienced removing the instrument after firing. When removed, it was noted that the cut edge of the tissue was out of shape. Minor leakage occurred from the drain a few days after the operation. The hospital has reported no patient injury occurred.